Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason. No device malfunction was suspected.

Manufacturer narrative:
A review of the manufacturing documentation for the device revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason. No device malfunction was suspected.